Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate shock was reported in the secondary vector involving this device. The physician believed the inappropriate shock was a result of oversensing of myopotentials. The device was thus reprogrammed to the primary sensing vector which appeared to be less impacted by myopotentials. An x-ray will be provided. The device remains implanted. No adverse patient effects were reported. A review of the case by technical services (ts) noted that based on the provided information possible air entrapment is possible. Ts discussed possible troubleshooting steps. Additional information provided noted that another inappropriate shock was seen involving this device and additional review was requested from ts. The device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock was reported in the secondary vector involving this device. The physician believed the inappropriate shock was a result of oversensing of myopotentials. The device was thus reprogrammed to the primary sensing vector which appeared to be less impacted by myopotentials. An x-ray will be provided. A review of the case by technical services (ts) noted that based on the provided information possible air entrapment is possible. Ts discussed possible troubleshooting steps. Additional information provided noted that another inappropriate shock was seen involving this device and additional review was requested from ts. The device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that an inappropriate shock was reported in the secondary vector involving this device. The physician believed the inappropriate shock was a result of oversensing of myopotentials. The device was thus reprogrammed to the primary sensing vector which appeared to be less impacted by myopotentials. An x-ray will be provided. The device remains implanted. No adverse patient effects were reported. A review of the case by technical services (ts) noted that based on the provided information possible air entrapment is possible. Ts discussed possible troubleshooting steps. Additional information provided noted that another inappropriate shock was seen involving this device and additional review was requested from ts. The device was subsequently explanted. No additional adverse patient effects were reported.